Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had an inappropriate reset. No intervention was performed and no patient consequences was reported.